Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded false atrial tachy response events and pacemaker mediated tachycardias due to far field over sensing. Different trouble shooting and options for programming were discussed with the caller. The crt-d remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.